Event description:
A zoll distributor electrode belt sn (B)(4) indicating that the therapy electrodes (tes) were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire in the trunk cable. The cause of the non-functional therapy electrodes and test failure is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the open pulse wire.